Manufacturer narrative:
(B)(4). The subject mr850 respiratory humidifier has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that the audible alarm of the mr850 respiratory humidifier was not functioning. This was identified during maintenance activities. There was no patient involvement.